Event description:
It was reported that the customer passed away in a hospital. The cause of death was reported to be diabetes and heart attack. The caller stated that the customer was hospitalized on (B)(6) 2014 due to diabetes overall health issues; the customer could not walk. The customer had a heart attack. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer used sensors and if a sensor was worn at the time of death. The caller stated that the decedent's brother was using the insulin pump and they were calling about a no delivery alarm. No further information is available at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No data was listed for (B)(6) 2014. The downloaded history file lists data (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.